Manufacturer narrative:
The valve was returned crimped on the inflation balloon of the 26mm delivery system. During visual inspection, the pre-expanded valve was noted to have one inflow strut bent approximately 90 degrees outward. The valve was expanded, and the leaflets appeared wrinkled, dehydrated, and torn due to the return handling and storage condition. All inflow apices were exposed through the skirt, normal after use of the valve. One bent strut was confirmed near c1 on the inflow side. No other abnormalities were observed. A review of imagery provided revealed that the sheath¿s liner was torn with the delivery system fully inserted through it. The crimped valve had a bent strut on the inflow side of the valve. The access vessel was noted to be sufficiently large in diameter with no calcification and mild tortuosity. No functional or dimensional testing was able to be performed due to the condition of the returned valve. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review revealed no other events for frame damage from this same lot. Although the frame damage was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment (pra) and corrective action and preventative action (CAPA), which captures root cause analysis for the issue. The instructions for use (IFU)/training manual was reviewed for guidance and instruction on device preparation and usage. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Aspirate as necessary during delivery system insertion. Take care when handling. Do not bend system either at the handle or tip. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The event was confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during the evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿excessive resistance was felt during insertion of the delivery system into the esheath. It was after alignment was performed that it was noticed that one of the stent struts had become damaged, most likely occurring during insertion of the delivery system into the esheath¿. Per imagery, the patient¿s access had presence of mild tortuosity, which likely created a challenging pathway for delivery system insertion/advancement through the sheath. Per returned device evaluation, there was a bent strut at the inflow side of the valve. It is likely that the crimped valve on the delivery system interacted with the sheath liner during the experienced resistance and led to the observed liner tear. With excessive device manipulation to overcome this resistance, the inflow valve strut may have consequently bent. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective action preventative action has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient (tortuosity) and procedural (excessive manipulation, valve strut caught on sheath) factors likely contributed to the complaint event. In this case, a iliac artery injury occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The CAPA has been previously initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently on implementation phase. The owner of the CAPA has been notified of this complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion a pra has been previously initiated to assess risks associated with valve frame damage as a result of high push force of the commander delivery system with s3u through the esheath. The risk management worksheet documents the potential for the thv interacting with tissue leading to tissue damage, resulting in percutaneous intervention, which did occur during in this event. Trending analysis indicates the monthly complaint occurrence rate did not exceed the november 2020 control limit for trend category ¿valve damaged¿ for sapien 3 ultra valve (s3u).

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case, the valve was crimped in the standard manner and the delivery system was inserted into the esheath. Excessive resistance was felt during insertion of the delivery system into the esheath. When the valve exited the esheath alignment was performed. It was after alignment was performed that it was noticed that one of the stent struts had become damaged, most likely occurring during insertion of the delivery system into the esheath. The valve was pulled back into the esheath and the sheath was removed. The first sheath was damaged when the system was removed. A new esheath was inserted and a new valve and delivery system were prepped. During the prep of the delivery system, it became contaminated. A third delivery system was opened and prepped. The valve was crimped and the delivery system was inserted then the valve deployed without incident. During the resistance issue the loader was fully inserted, the delivery system was in the default position. The vessel was not pre-dilated. An injury to the patient's external iliac occurred when the damaged devices were removed. This was resolved with thrombectomy and pta of the vessel. The patient was discharged post op day 1 without any residual issues.